Manufacturer narrative:
(B)(6). Batch #unk. No lot or batch number was received for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic hepatectomy, the electrode tip was detached from the device. Another device was used to complete the case. There were no adverse consequences to the patient.